Event description:
An article in the seminars in ultrasound CT and MRI presented a review of the current literature pertaining to thoracic endovascular aortic repair (tevar), with emphasis on the role of intravenous contrast-enhanced multi-detector computed tomography (CT), which is the primary pre- and postoperative imaging too. This article describes a (B)(6) man with an extensive thoracic aortic aneurysm, status after ascending aorta and hemiarch replacement 11 years prior and thoracoabdominal aortic replacement 6 years prior. Mpr from IV contrast-enhanced CT show an extensive aneurysm. Tevar was performed in the proximal descending thoracic aorta and distal arch, which necessitated coverage of he left subclavian without sequelae. Mprs from IV contrast-enhanced CT revealed a large refractory type I endoleak, which persisted after additional stenting and endovascular coiling. The patient eventually underwent arch replacement and reimplantation of neck arteries.

Manufacturer narrative:
As an event date is not available, the date of event will be noted as (B)(6) 2012 (the publication date ["june 2012"] noted in the cited work). Conclusions: the root cause of the type I endoleak is unknown. Johnson, pamela t., james h. Black, stefan l. Zimmerman, and elliot k. Fishman. "Thoracic endovascular aortic repair: literature review with emphasis on the role of multidetector computed tomography. "Semin ultrasound CT mr. 2012 jun; 33(3):247-64. Doi: 10.1053/j.sult.2012.01.004.